Event description:
The account alleged the service required is flashing 3-1 (not reaching head zone pressure) error and the air compressor will never turn on when he tries operating an air system function. The account found the left coil cable was open with exposed copper wires. No patient was in the bed and no injury reported.

Manufacturer narrative:
Repairs have not been completed.